Event description:
Boston scientific received information that approximately one month post implant, high out of range shock impedance values were exhibited with this system. Reportedly, during implant, no issues were observed; however, the values had been consistently high, since the initial out of range date. During surgical intervention, the associated right ventricular (rv) lead was successfully explanted and replaced with another boston scientific lead. No indication from the field representative that this product exhibited a manufacturing deficiency that would have caused or contributed to the reported anomaly. This device remains implanted and in service with the new rv lead and no adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.